Event description:
It was reported that the patient experienced dizziness, "a few times of feeling funny" and tiredness associated with underlying atrial fibrillation with variable rhythm. It was also reported that when the patient presented to the clinic, the device had no output via magnet placement, the device could not be interrogated and no pacing was seen on the monitor. Approximately ten days prior, interrogation of the device indicated that there was an estimated 16 months until the device would reach the elective replacement indicator [eri]. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed. It was noted the hybrid bond wires were lifted.